Event description:
It was reported that during implant attempt, the right atrial lead was not capturing and not sensing. The ra lead was not used and a new ra lead was implanted. The new ra lead was also not capturing and not sensing. The ra lead was repositioned several times with the same results. The physician completed the procedure and post implant results remained the same, no capturing and no sensing. During a follow up visit, the ra lead still showed the same results. The physician reprogrammed the device and does not intend to perform a lead revision. The ra lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and the helix/lobe was distorted/bent.